Event description:
It was reported by the rep that the device was used during a coronary artery bypass graft. It was reported the main coronary artery would not load clip when squeezed. Therefore, clip never advanced and could not be closed on vessel. The main coronary artery had clips. The main coronary artery was never used and had no contact with the pt. A second main coronary artery was pulled. There was no consequence to the pt.